Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was reported that both the right ventricular (rv) and right atrial (ra) lead exhibited low impedance. Both pacing leads were capped and replaced. No patient complications have been reported as a result of this event.